Event description:
It was reported patient experienced pain at the ipg site due to losing weight and uncomfortable shocking sensation in the legs and back. Lead diagnostics showed that one extension had a high impedance on one contact. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg moved from the abdomen to the posterior and the extensions were explanted. Therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.